Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and muscle weakness to the point of significant degree of disability. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned due to hospital policy.